Event description:
Representative reported that a catheter revision had occurred. It was reported that the revision occurred because the cap could not be aspirated. The patient was experiencing increased pain and spasms. The revised portion of the catheter was discarded.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit, verification of sterilization, and packaging for subject catheter kit was performed. The review did not identify and non-conformances, issues or capas associated with the catheter kit. Device was discarded and not returned for additional evaluation and investigation. As the device was not returned for investigation, a definitive root cause could not be determined. If additional information becomes available, a supplemental MDR will be sent. (B)(4).